Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging issues with her onetouch verio iq meter. The complaint was classified based on customer service representation (csr) documentation as well as additional information obtained when the medical surveillance specialist reviewed the call. The patient was unsure when the alleged meter issues began but reported it may have been on (B)(6) 2018 at 10 am. The patient claimed that she was unable to obtain a blood glucose result with the subject meter as it kept showing the message ¿not enough blood¿ when trying to perform a test and then the battery ran out and was now only showing a blank screen. The patient informed the csr that she manages her diabetes with metformin 2 tablets twice daily as well as 25 units of lantus in the morning and at night. The patient reported that due to the meter issues she was unable to know if she was high or low and reported developing symptoms of feeling ¿nauseous, shivering, felt cold, sweating on forehead, was throwing up, felt sick and dizzy" which she associated with a low blood glucose. The patient was unsure when she began to develop the alleged symptoms but believed it was approximately 30 minutes after the alleged meter issues began and reported that she vomited at around 2 pm. The patient reported self-treating her symptoms by eating a cracker and drinking some orange or guava juice at an unspecified time. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time. The csr confirmed the correct test strips were being used for testing, there was no misuse to the device and based on the information provided the meter needed recharged. The patient did not have a charger available to charge the meter with. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after she was unable to test her blood glucose with the subject meter due to the alleged meter issues.